Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The customer's blood glucose level was 17.4 mmol/l at the time of the incident. The customer was informed that (B)(4) aaa alkaline batteries are most effective. The customer was assisted with the issue but the blank display was not resolved. The customer was advised to leave the battery out for two hours before reinserting it back in the device. The customer stated they will callback if the issue was not resolved.

Manufacturer narrative:
The insulin pump was received with a blank display, problem isolated to electrical board. Unable to perform the self test, sleep current measurement, active current measurement and the displacement test due to blank display.